Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via pads and failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device and electrode pads used during the event were returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a faulty electrode pads. The electrode pads were replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.